Manufacturer narrative:
Product event summary: the device was returned, analysis was performed and no anomalies were found.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. It was noted the device has not yet triggered recommended replacement time (rrt). The most recent battery measurement on (B)(6) 2016 was 2.83 v with an average estimated remaining longevity of 2.25 months. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) reached suspected premature battery depletion and it was noted the patient experienced syncope, which was monitored as an episode of ventricular tachycardia (vt) and the patient had also experienced dizziness and palpitations. The patient stated they felt "giddy" a few days prior to the device interrogation and it was noted upon evaluation that the early battery depletion was likely attributed to high programmed outputs and thresholds of the leads. The crt-p was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.